Event description:
The initial attorney report alleged recurrent hernia, additional surgical intervention. The following is based on the medical records provided by the pt¿s attorney: (B)(6) 2003 ¿ repair of incisional ventral hernia in the pt¿s right lower abdomen with composix kugel mesh. (Note: this composix kugel mesh was reported to the FDA in accordance with (B)(4)). On (B)(6) 2003 ¿ office visit, pt is having some discomfort around the repair, exam reveals some firmness but no evidence of recurrence. Left side abdominal wall weakness but no hernia. On (B)(6) 2003 ¿ repair of left reducible ventral hernia with composix kugel mesh and adhesiolysis of right lower quadrant. Some adhesions present from the omentum to the mesh in the pt¿s lower right abdomen, there was no bowel adherent to this area, and the mesh was intact with no evidence of a recurrence. A composix kugel mesh was then placed to repair the left ventral hernia. On (B)(6) 2007 ¿ consultation in regards to symptomatic recurrent ventral incisional hernias. On (B)(6) 2007 ¿ repair of recurrent ventral incisional hernia, right aspect with flat mesh and repair of recurrent left ventral incisional hernia with flat mesh. The right side was repaired first and reportedly, there was a puckering or eventration of the mesh through the abdominal wall. A transverse repair was accomplished, inverting the composix kugel mesh without attempt at removal, an onlay of flat mesh was placed across the repair and secured. The left side was repaired next, primarily, and a small portion of flat mesh was placed as an onlay and secured. (Note: there is not adverse event to report involving the two flat mesh implants).

Manufacturer narrative:
Initially, one event was reported by the pt¿s attorney. However, a review of the medical records showed there to be additional implants. Based on the info available at this time, no definitive conclusions can be made. The info provided indicated the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. Additionally, the medical records indicate that the mesh remains implanted. If additional event and/or eval info is obtained, a f/u MDR will be submitted.